Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 at the airport. Repeat testing was not performed. Confirmation testing at the hospital generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169586 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m169586 and test base part number 190-430 / lot m169586. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting ) for this specific lot based on the total quantity of devices manufactured for distribution is 0.01%. Based on the evidence available, it indicates that the lot performing as indicated in the label statements. No further action is required. The logfiles were unable to be reviewed as the patient data was deleted prior to export. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168212 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no conflicting results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 168212 and device part number 195-430h/ lot 164566 quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.0007%. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0,0004%. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.